Event description:
It was reported that a patient's defibrillator provided therapy for t-wave oversensing in the vf zone. The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.